Event description:
It was reported that the pt experienced shocking behind the right ear at the lead-extension site. When the implantable pulse generator (ipg) moved the pt experienced "pulling" in the right foot. The ipg and extension were replaced on (B)(6) 2011. It was reported that there was no pt injury and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.